Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and showed no non-conformances during the original build. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump displays dose done on the pump screen but did not audibly alarm. The initial reporter stated that this was discovered during testing and therefore, did not affect any patient. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and showed no non-conformances during the original build. When the pump was returned to mmdg for investigation the pump operated as expected. The pump alarms also operated as expected. The user settings were reviewed and it was found that the dose done alarm had been muted in the user settings. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump displays dose done on the pump screen but did not audibly alarm. The initial reporter stated that this was discovered during testing and therefore, did not affect any patient. (B)(4).